Event description:
The ventilator setting (low pressure alarm setting) was increased by itself.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned to the manufacturer on 12/11/2006. Failure investigation is currently ongoing. A report and action taken in resolving this issue will be submitted to medwatch program.